Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Health effect - clinical code (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with an unknown mentor silicone implant experienced left sided breast pain, itching inside the breast, and autoimmune issues post procedure. The patient does not provide an autoimmune disease diagnosis. The patient is reporting the autoimmune issues applying to both implants but reporting additional specific localized symptoms in the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.